Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(6) involved in the reported complaint will not be returned for evaluation. The customer resolved the problem by cleaning the air trap block sensors. The customer tested the thermogard system, and it functioned as intended. The thermogard system was placed back on the floor for clinical use. Therefore, no service was required to be performed by zoll.

Event description:
The customer reported that the thermogard xp ivtm system (sn: (B)(6) displayed a mid:09 (air trap assembly) error upon powering on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.